Event description:
It was reported that there was a ¿call your doctor¿ icon. The code was unknown at the time of the report. The patient¿s electrode configuration was changed the day prior to the report. The patient was charging like she normally did when ¿one of the messages in the picture¿ came on. The patient was not sure what to do but when she tried again it seemed fine. It was later reported that the message seen by the patient was an end of service (eos) message. Further in the day it was reported that the patient thought she was still getting stimulation. The next day it was reported that the patient was charging more than expected. The reporter was meeting with the patient the day of the report. Later that day it was reported that impedances were taken and ¿no problems were found.¿ the reporter noted that ¿they were seeing things consistently before but had programmed around it.¿ the group impedances were taken and the reporter saw ¿---¿ for the right side. It was determined that an amp value was not entered. The reporter entered a value and group impedance came back 720 ohms. The reporter also stated that stimulation was turning off and the patient was feeling therapy wearing off over the ¿last 24 to 48 hours.¿ the reporter stated that stimulation was showing ¿on.¿ the patient stated that the battery was at 50% overnight but had been at 100% for the ¿last two days.¿ the patient stated that the eos was seen ¿on monday¿ but the reporter was not seeing eos in the observation notes when the implant was interrogated. The following day, it was reported that the eos reported on (B)(6) 2013 was not accurate. The impedance values of the programmed pair on the right hemisphere, electrodes 4 and 7, fluctuated from 268 ohms to 720 ohms during the session, indicating an intermittent short. It was noted that (B)(6) 2013 was when the healthcare provider (hcp) changed the patient¿s programming to electrode 4 and 7 and this was when the situation escalated. The patient believed she saw an eos on her recharger and felt that her therapy was waning. However, based on the impedance measurements and the high rate of discharge over a relatively short period of time the root cause would be when the hcp changed the programming from unipolar to a bipolar pair involved in the short circuit. Later that day the patient noted that it may not have been eos that she saw but did not remember what letters it was specifically. The patient¿s device was charged to 75%. \the next day it was reported that impedances were checked on (B)(6) 2013 and there were no confirmed open or shorts. No malfunctions were seen but additional exploration might be necessary at a later undetermined date. Therapy was working.

Manufacturer narrative:
Concomitant products: product ID 37651, serial # (B)(4), product type recharger; product ID 3391s-40, lot # v556815, implanted: (B)(6) 2012, product type lead; product ID 3391s-40, lot # v556815, implanted: (B)(6) 2012, product type lead; product ID 37092, lot # 375650002, product type accessory; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 64002, lot # n351854, product type adapter; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).